Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 12atm but ruptured upon second inflation at 14atm. The device was removed without any issue. The procedure was completed with a different device. No complications reported and patient was in good condition.